Manufacturer narrative:
Complaint information: on 11/19/2019, customer at (B)(6) medical center reported that the west campus was in comm loss. Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Nkts reported communication loss in west campus only; east campus was unaffected. All wi-fi devices and rnss affected. Devices were on the hospital's access points. No wi-fi outages on the hospital network. No site-wide issues reported on the hospital network. Wired devices were able to communicate across the nk pm network. Local it reports he was able to ping all gzs that were in comm loss from his laptop connected to one of the access points. Local it can ping gateway. Hl7 outbound is working, results are crossing over to the customer's emr. Adt feed seems to be affected they cannot perform a patient lookup using the patient ID. Customer was running an enterprise gateway. Nkts escalated issue to cits team for further troubleshooting. Cits team called back to the customer, to be informed that the issue was self-resolved. No further details on the resolution was provided at the time of the resolution call. Investigation conclusion: root cause of the issue could not be identified as the issue was self-resolved. However, customer also reported that, during this incident, any device connected to the pm network via wi-fi reported a comm loss error at the cns; this included all gz transmitters. However, any device connected to the pm network via cat 5 cable, except for the rnss, was able to communicate across the pmts network without issue. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional device information: d11 & c2: the following devices were being used in conjunction with the cns: gz's: no models and serial numbers were provided. Rns's: no models and serial numbers were provided. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the facility's whole west campus central nurse's stations (cns) went into comm loss with all the rns devices and the gz devices. No patient harm was reported.

Manufacturer narrative:
The customer reported that the facility's whole west campus central nurse's stations (cns) went into comm loss with all the rns devices and the gz devices. No patient harm was reported. Per the customer, all wifi devices and rnss affected. Devices are on hospital's access points. No wifi outages on the hospital network. No site-wide issues reported on the hospital network. Wired devices are able to communicate across the nk pm network. The customer later indicated that the devices came back online. Nk is currently obtaining the logs for root cause verification. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns: gz's: no models and serial numbers were provided, rns's: no models and serial numbers were provided.

Event description:
The customer reported that the facility's whole west campus central nurse's stations (cns) went into comm loss with all the rns devices and the gz devices. No patient harm was reported.